Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn. Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50cm; model#: sc-3400-30, serial #: (B)(4); model#: sc-4318, lot #: 18866092 description: clik x anchor.

Event description:
A report was received that the patient was experiencing discomfort at ipg site. It was also noted that the patient had an infection due to delay wound healing. Symptoms were redness, swelling, and tender to touch. The physician did not believed that the infection was device or procedure related. The patient was prescribed antibiotics.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing discomfort at ipg site. It was also noted that the patient had an infection due to delay wound healing. Symptoms were redness, swelling, and tender to touch. The physician did not believed that the infection was device or procedure related. The patient was prescribed antibiotics.